Event description:
Report received indicated that there was a hole in the sterile pouch of the product. It was noticed after opening the outer box. The product was not clinically used.

Manufacturer narrative:
It was reported that there was a hole in the sterile pouch of the product. It was noticed after opening the outer box. There was no defect on the outer box. The trapease delivery system was returned inside the original sealed pouch and inside the opened outer box. The outer box had a bend type kink at the mid section. As received, a japanese IFU was inside the outer box. Also a non-cordis roden end label was placed on the outer box. Both ends of the pouch were found bent. The obturator tip has punctured through the foil of the pouch at the position of the bend. Of note, a japanese IFU is inserted into the outer box and a new end label is placed during the visual product check in the japanese warehouse. Due to the fact that the japanese IFU was already inside the outer box and a new end label was placed on the outer box, it appears that the obturator has punctured the foil after the visual product check in the japanese warehouse. Due to the above, the kinked outer box and the punctured pouch appears to be caused after the product was shipped out of the japanese warehouse. A DHR review was performed and showed that this lot of products met all requirements per the applicable mqp. In this case, the exact cause of the anomaly cannot be determined, however, it is considered to be manufacturing related.